Event description:
25k-15 - clinical study center number: (B)(6), subject ID: (B)(6). Note: same patient and same eye as 25i-12, (B)(4) (MDR 2518435-2025-00043). Surgery date for 25i-12 is unknown. Different start date of issue reported in this submission. A healthcare professional reported that a patient experienced mild increase in intraocular pressure in the left eye following phacoemulsification+iol implantation+posterior capsulotomy + vitrectomy with membrane peeling, heavy water endolaser+photocoagulation, gas-fluid exchange and c3f8 gas injection. Pharmocotherapy given. Patient recovered.

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot: 406501 confirmed the product as c3f8 and meets all release criteria.